Event description:
The clinician reports the implant was inserted 2021-07-30 in ada 11. On 2021-10-22, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and swelling. No further patient complications were reported.